Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male developed a red, burning rash on the pt's back. The pt's dr prescribed a cream to treat the rash. Follow up indicated that the cream helped the pt's rash.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.